Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. According to the complaint, thursday, he was at work and suddenly had a seizure then passed out. The behavior of the mobile device at that time was not documented. The client called the paramedics and they checked his blood sugar, but he cannot remember what it was. He was given something, a medication to raise the sugar, but he cannot recall what's the name of it. He called from the hospital and reported a high bias inaccuracy when the cgm was 319 mg/dl while the bg was 214 mg/dl. There was no documentation of treatment for rebound hyperglycemia and he was discharged the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The data investigation found a difference in values that fall within the b zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.